Manufacturer narrative:
510k: this report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. (B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This report is being filed after the review of the following journal article: yung, psh., et al. (2008) "arthroscopic repair of isolated type ii superior labrum anterior-posterior lesion", knee surgery sports traumatology arthroscopy, vol. 16, pages 1151-1157 (china). This study emphasizes on evaluating the clinical and functional outcomes of arthroscopic repair for 16 patients (mean = 24.2, sd = 6.5) with clinical evidence of isolated type ii slap lesion. The patients evaluated on course of this study: 13 males and 3 females participants whose ages ranged from 15 to 38 (mean = 24.2, sd = 6.5) are included in the study. Among the 16 participants, 15 had type u lesion on their right shoulders, and only 1 had the lesion on the left shoulder. Before injury, 13 participants were actively involved in overhead sports (e.g., tennis, handball, badminton) in either elite or recreational levels, 2 others were believed to get injured by lifting heavy weights, and one was injured by landing with an outstretched hand after a fall. All patients received operation within 1 month after their first visit to the clinic and were given physiotherapy and analgesics treatment after their operations. After having arthroscopic stabilizations with bioknotless suture anchors (mitek), the patients were offered post-operative rehabilitation programs (e.g., physiotherapy) for 6 months. The symptoms of slap lesion and the functions of the shoulder were assessed pre-operatively and 28- month post-operatively by o'brien test, speed test, yergason test, and (B)(6) rating for pain and function of the shoulder. Wilcoxon signed ranks test and mcnemar test were employed to analyze the difference between assessment in pre-operation and post-operation phases. The result showed that patients' shoulder functions improved (ucla shoulder score), and symptoms of slap lesion reduced (o'brien test. Speed test, and yergason test) significantly {p < 0.05). Time for returning to play with pre-injury level was in average 9.4 months (range 4¿24), and no complication or recurrence was detected. The article describes the following procedure: arthroscopic repair of type ii superior labrum anterior-posterior lesion. The devices involved were: bioabsorbable knotless suture anchors (bioknotless anchor, mitek). Complications mentioned in the article were: intraoperatively, there were two episodes of breakage of anchors during the insertion due to incorrect approaching angle with respect to the drill hole. There were also two episodes of suture abrasion and then breakage noted intraoperatively. One of the cases was because of twisting of the suture loop during anchor insertion, and the other case was related to too deep suture anchorage into the glenoid bone. Both problems were noted intra-operatively. A copy of this literature article is attached to this medwatch report.